Event description:
The patient experienced a cardiac arrest due to ventricular tachycardia that degenerated into ventricular fibrillation. Delays were noted in recognizing the rhythm of ventricular tachycardia and confusion over code status contributed to a five minute delay initiating the code. The ge monitoring system has frequent false alarms due to artifact created by patient movement and alarms ring to remote sites into the same floor the patient was on. There is a software problem with the monitor that will not allow the remote alarms to be turned off. The patient expired one week later.